Manufacturer narrative:
Additional information: d4 - primary UDI number; e1 - first name, last name, email. Investigation ¿ evaluation: it was reported that a hair-like fiber was noted in the sealed packaging of an ultrathane mac-loc locking loop multipurpose drainage catheter prior to use. The product was not used, and no patient harm was reported. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One ultrathane mac-loc locking loop multipurpose drainage catheter was received sealed and unused. A visual examination confirmed that foreign matter (a single black strand, of an unknown source) was present within the sealed packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded discrepancies relevant to the failure mode. To date, there have been no additional complaints received from the reported lot number. An expanded search within the packaging department, covering the period from march 1, 2025, to april 30, 2025, identified 40 lots having no reported complaints. Therefore, at this time, there is no evidence of additional nonconforming products either in-house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: upon the removal from package, inspect the product to ensure no damage has occurred. After reviewing the device evaluation, it was determined that the device was manufactured out of specification. However, based on a review of the dmr, IFU, and DHR, cook has concluded that there are no additional nonconforming devices either in-house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that a hair-like fiber was noted in the sealed packaging of an ultrathane mac-loc locking loop multipurpose drainage catheter prior to use. The product was not used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.